Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus there was a e200 scope communication error on the visera elite xenon light source that was found during inspection before use. There was no procedural delay and the patient was not under sedation. The procedure was completed with another similar device. No patient harm was reported.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation could not be confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.